Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. The device remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the remote monitoring was disabled (rmd) on this implantable pacemaker, after receiving a software update that was designed to detect high battery impedance and prevent initiation of safety mode in an ambulatory setting. The cause of the issue remained unknown due to limited data in the truncated payload. Technical services confirmed rmd and explained that it was likely due to high battery impedance and loaded voltages. Due to this condition the risk for the device to enter in safety mode is increased and replacement of the device was recommended. This device remains in service. No adverse patient effects have been reported.

Event description:
It was reported that the remote monitoring was disabled (rmd) on this implantable pacemaker, after receiving a software update that was designed to detect high battery impedance and prevent initiation of safety mode in an ambulatory setting. The cause of the issue remained unknown due to limited data in the truncated payload. Technical services confirmed rmd and explained that it was likely due to high battery impedance and loaded voltages. Due to this condition the risk for the device to enter in safety mode is increased and replacement of the device was recommended. This device remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.